Event description:
The lead was implanted on (B)(6) 2009 and was capped/sealed on (B)(6) 2012 due to lead failure. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).